Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated several tampons came apart during removal. She removed some pieces, but noticed swelling. She visited the emergency room and the doctor removed remaining pieces. Consumer indicated there was a build-up of pieces in the lining of her uterus, most likely from previous tampon usage which caused a bacterial and urinary tract infection. The emergency room doctor prescribed pain medication and antibiotics. The consumer has a history of endometriosis. The consumer has a follow-up appointment scheduled with her gynecologist.